Manufacturer narrative:
Reference record (B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 and on (B)(6) 2016, a patient in (B)(6) underwent a peg-j placement but both had failed due to the patient's pre-existing thoracic stomach positioning. On an unreported date, the patient underwent a jejunostomy placement. On (B)(6) 2016, the patient experienced an increased belly ache in the night. On (B)(6) 2016, the patient underwent an unknown surgery due to suspicion of an intestinal perforation. No further information was available.